Event description:
During an implant attempt of the subject device ventricular lead connection issue were incurred. Reportedly, the associated leads were removed from the old pacemaker, checked with a psa and regular values were observed the atrial lead was connected normally, and the ventricular lead was connected. However, when a pull test was performed on the ventricular lead, it came out off the port. The physician unscrewed the ventricular setscrew and then re-connected the ventricular lead again. The lead was pulled out from the port again by the pull test. A third attempt was made, and the click sound of the screwdriver was no heard. Another pacemaker was subsequently implanted instead.

Manufacturer narrative:
(B)(6) 2011. This event concerns a device that was mfg and used outside the united states. Analysis is pending.